Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection found the device in good condition. Functional testing involved an inflation test and leak test and the cuff was unable to be inflated due to a tear in the cuff. Based on the evidence, the complaint was confirmed and the root cause was unable to be determined. It was concluded the device issue was unrelated to the manufacturing process.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during patient use of a portex® blue line ultra® suction aid tracheostomy tube, the cuff was found to be "broken" and leaking. The tracheostomy tube was brand new when it was placed on (B)(6). On (B)(6), it was observed that the cuff did not seal properly, and sound was heard from air "passing by" and leakage in the trachea. The pilot balloon was also found to be flat. The clinicians tried to inflate, but it was clearly leaking. A tracheostomy tube change was performed under "calm" circumstances. No injury was reported.